Event description:
Two patients with metastatic disease to the thoracic spine underwent posterior transpedicular corpectomies followed by anterior column reconstruction with expandable titanium cages. Rib?head osteotomies were performed to facilitate placement of the expandable cages. Patient 1 implanted with synthes device. Patient#1: 40-year-old woman with a history of breast cancer presented with upper thoracic pain. T4 meta-static lesion was noted, and radiation therapy was initiated. Subsequent imaging noted that the patient had progressive kyphosis and spondylolisthesis of t3 on t4. The patient developed iliopsoas weakness, and surgery was planned. She underwent a t4 transpedicular corpectomy with an expandable cage (non? Synthes device) reconstruction after rib-head osteotomy and stabilization from t1 to t7 with pedicle screws (B)(6) pa). Because of the kyphosis and previously irradiated bone, instrumentation was placed three levels above and below the affected level. The operation took 6 hours. Patients remained neurologically unchanged from their preoperative state. One of the patients (unknown if occurred in patient 1 or 2) developed a pleural tear, which was repaired with a 3-0 suture. No dural tears occurred, and no pulmonary complications were noted. 132503 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).